Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No evaluation will be performed. If device becomes available with additional information, a supplemental report will be issued.

Event description:
It was reported by patient that, "for the past two years, she has been experiencing pain on her right hip when she is sitting down. She described the pain as a tightening pain when she is sitting, then relieved when she stands up or moves. Patient is following up with the doctor. Patient was advised to get a copy of medical records."